Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(Con):information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient experienced painful stimulation as the stimulation was high. Patient also reported that they began experiencing stimulation that felt "tripled in speed" and in a different location and that when they tried to use the patient programmer, it would not work as they saw a poor communication. It was also reported that the patient programmer would not do telemetry with or without the antenna attached. During the call, patient was able to connect successfully once with the pp antenna and indicated at stimulation intensity 3.5. Patient encountered poor communication again when trying to decrease stimulation. Patient attempted to connect without the patient programmer antenna but could not successfully connect to decrease or turn off stimulation. No falls or trauma was reported that could be connected to this issue. Patient was transfer to repair for a patient programmer and antenna replacement. Patient also a redirected to see their health care professional to address their stimulation changes and programming. No further complications were noted or anticipated.